Event description:
The customer reported noticing a leak behind the laser area of the coulter lh 780 hematology analyzer while performing the weekly maintenance. The customer stated that the volume of the leak is unknown and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed blood pooling under the differential mixing chamber. The fse ran the instrument and found blood bubbling out of the top of the differential mix chamber. The fse replaced the differential mix chamber to resolve the leak and its respective tubing which was covered with dried residual blood from the leak. The customer also informed the fse that the needle would get accumulation of dried debris which required continuous cleaning and the fse proceeded to replace the needle assembly to remediate the debris accumulation at the needle; this issue was unrelated to the original leak reported by the customer. Results: failure mode of the leak is attributed to a breach on the top of the differential mixing chamber causing blood to bubble out. The customer reported debris accumulation issue at the needle which was remediated by replacing the needle assembly. (B)(4).